Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported error b30 (scope communication error) issue, as well as the following overserved malfunctions: image noise, abnormal image color tone and error message e216, are likely the result of a damaged image sensor unit or a defective circuit board inside the video connector. Additionally, the root cause of the observed disappearing image during angulation issue was determined to likely be the result of a damaged image sensor unit. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscopic image¿ ¿confirm that the wli and nbi endoscopic images are normal¿. ¿warning¿ ¿do not stare directly into the distal end of the endoscope while the examination light is on. Eye injury may result¿. ¿caution¿ ¿never use abrasive wiping materials or cotton-tipped applicators with a metallic stem, as the objective lens may be scratched¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
The end user facility contacted olympus to report a b30, ¿scope communication error,¿ error message appearing from a endoeye flex deflectable videoscope. The end user also reported air/water leakage from the universal cord. This MDR (medical device report) is being submitted due to the b30 error message. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problems have been confirmed; a corroded video plug, damaged charge-coupled device, and pinhole on the universal cord were found. Further damages were found on the charge-coupled device. Chipped bending rubber and a scratched video connector were also found. This investigation is ongoing and additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted due to the receipt of additional information. Updated b3, b5.

Event description:
The reported phenomenon was found during pre-use inspection.